Manufacturer narrative:
B5: additional information h3, h6: a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout the software logs were returned but analysis has not been completed at this time. Fdm 10, fdr 3233, fdc 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer representative stating that the amount of inaccuracy was unknown. Its it likely that cause of the inaccuracy was related to the patient being registered using the tracer in the supine position and the tumor was a posterior fossa resection, and the amount of shift that would result from that. There were no additional tracing points added once the patient was put in the prone position.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Logs did show that a passing registration metric was achieved. Logs also showed em service error for break out box (bob) rom. Suspecting inaccuracy caused due to the hardware issue of the bob and patient movement. Fdm10, fdr 213 and fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a posterior cranial resection procedure. It was reported that axiem and nipt registers were used with tracer in the supine position, and then the patient was flipped to prone. The resection was done and the health care provided was not sure that they had removed all of the tumor. An MRI of the patient was taken while intubated and it can be seen that some of the tumor was missed. A different patient tracker was attached to the bed and registration was done while holding the emitter. A value of 1.7 was seen. The back of the head was not traced and the patient was flipped prone. Accuracy was verified on some anatomical points and the manufacturer representative heard the health care provider (hcp) say that "it looked accurate", but the hcp is claiming that the system was inaccurate. There was no impact on patient outcome and the procedure was not delayed by more than one hour.